Event description:
It was reported to a physio-control service representative that the customer's device would not charge for defibrillation while it was being tested. Therefore it would not be able to deliver defibrillation therapy when required. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control then replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to a filter, designator fl29, on the therapy pcb assembly being open and cracked. This caused the therapy leads to be off and therefore the device would not be able to deliver therapy.